Event description:
It was reported that during a procedure, the physician found low energy, but the procedure was finally completed with this device. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional inspection of the console, it was found that the focusing mirror was broken and the fse proceeded to replaced it. After this replacement, the console was restored to the normal and it was performed a laser output test, confirming the energy was not low. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the low power output resulted from the defective focusing mirror, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a preparations for a procedure, the physician found low energy, but the procedure was finally completed with this device. There were no patient complications.